Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple users unable to authenticate. A technical support specialist update the password after hospital it unlocked the accountto resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be dell server.

Event description:
It was reported by the customer that a pyxis medstation system was not able to authenticate multiple users. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.